Manufacturer narrative:
Event date approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having charging issues. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned as it was kept by the medical facility.

Event description:
It was reported that the patient was having charging issues. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned. Additional information was received that the patient had difficulty charging the ipg. The explanted ipg was kept by the medical facility and was not returned.